Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2024-02964 and 3005099803-2024-02965 for the associated device information. It was reported to boston scientific corporation that a wallflex enteral duodenal stent was to be implanted in the gastroduodenal junction to treat a malignant stricture as a palliative treatment of gastroduodenal obstruction during a stent placement procedure performed on (B)(6), 2024. During the procedure, the stent was unable to expand as much as the physician desired. Another wallflex enteral duodenal stent was used but the same problem occurred. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.